Event description:
On (B)(6) 2010, pt's wife reported, the insulin cartridge depleted without displaying an e1 (cartridge empty) alert. Pt's wife stated, the infusion device displayed an a1 (cartridge low) alert when there were 17.0 units of insulin remaining in the infusion device. Wife reported, they then noticed the insulin cartridge was completely empty but the infusion device displayed that the insulin cartridge volume was 16.0 units of insulin. Wife stated there was no e1 (cartridge empty) alert. Verified they used a cartridge filled to 315 units of insulin and that they advanced the piston rod to 310 units before inserting the insulin cartridge into the infusion device during their last cartridge change. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.